Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during functional test, helium integrity failed. It was found that there was a leak on the regulator so it was replaced. This did not resolve the issue however it was suspected that the new regulator had also failed. This was confirmed when the regulator was replaced again. Helium integrity confirmed. The helium adapter and gasket were also replaced as a precaution. Hardware and connections checked, all triggers, inputs and outputs function correctly, alarms simulated, est passed". No patient involvement reported.

Event description:
It was reported that "during functional test, helium integrity failed. It was found that there was a leak on the regulator so it was replaced. This did not resolve the issue however it was suspected that the new regulator had also failed. This was confirmed when the regulator was replaced again. Helium integrity confirmed. The helium adapter and gasket were also replaced as a precaution. Hardware and connections checked, all triggers, inputs and outputs function correctly, alarms simulated, est passed". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "leak in helium supply" is not able to be confirmed. No part was returned to manufacturer for investigation. The distributor's technician checked the pump and leak was noted. The technician replaced the helium regulator, and the issue was resolved via service report confirmation. Based on a review of the device history record (DHR), the device passed all manufacturing specifications prior to release. The risk of the reported event is acceptable per internal quality procedure. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.